Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision. Prior examination of the patient's rv lead revealed dislodgement due to twiddler's syndrome. This resulted in high pacing impedance. The rv lead was capped and replaced on (B)(6)2022 .